Event description:
Customer's mother reported imprecise meter readings on their adc meter. She reported obtaining meter readings of 463mg/dl, 170mg/dl and 81mg/dl taken within ten minutes. These readings when plotted on the parkes error grid, fell within the 'c' zone showing the difference in values are considered to be clinically significant. There was no report of death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.